Manufacturer narrative:
The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. Unfortunately, the subject device was not returned for analysis; therefore, edwards could not confirm whether there was a malfunction or deficiency of the annuloplasty ring. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
It was reported that the annuloplasty ring was explanted after an implant duration of approximately 3 years, 2 months due to mitral regurgitation with perivalvular leak. The patient underwent mitral valve replacement with an edwards prosthetic valve. No operative complications reported. Patient discharged home in stable condition on pod #4.